Manufacturer narrative:
The insulin pump received with no backlight due to el panel shorten lcd metal frame. The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test due to prime anomaly. No bolus anomaly noted. The insulin pump received with cracked display window corner, reservoir tube lip, belt clip slot and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the backlight stopped working on the insulin pump about two weeks ago. The current blood glucose reading is 184 mg/dl. Customer stated that the insulin pump is over-delivering insulin. The insulin pump will be replaced. Nothing further reported.